Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of: 142 mg/dl to 67mg/dl; 142mg/dl to 69mg/dl; 228mg/dl to 67mg/dl; 228mg/dl to 69mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.